Manufacturer narrative:
There were no available items to review for containment actions. The final release paperwork was reviewed for this lot number. All aspects were found to within conformance and the devices functioned properly prior to shipment. Based on the initial review of the customer's complaint information, it was noted that the customer informed us that the patient may not have removed everything prior to the procedure (i.e. Lotion, fragrance, jewelry). Upon receiving the returned device, it had appeared to of been connected and reconnected several times to the cord, giving evidence that it could have been placed and moved several time prior to activation. This could have removed the contact between the pad and the skin. Additionally, the customer provided information, that the hand piece was activated for 20 seconds. However, direction in the IFU states that it should only activated for 10 second on/ 30 seconds off as the surface skin under the pad will begin to rise in temperature. The pad was tested electrically to determine the contact impedance between the split pads and gel. This impedance was within the range of a split return pad. Note: the cord used with the pad was not provided for evaluation. This can be seen as the final report unless obtain additional information that this report can be see as the final report. If additional information is obtained that alleges any additional patient involvement or the need for any corrective actions a follow-up report will be submitted.

Manufacturer narrative:
The return of the device is anticipated. Once the device is evaluated, a follow-up report will be submitted.

Event description:
The customer alleged that the split pad caused a burn on the right thigh. The burn was noticed when removing the pad. Patient had slight stinging. The burn was dressed and silvadene was applied. No additional medical attention was needed.